Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unknown cage/spacers: acis /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: this report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) from a spine tango registry between october 15, 2014 and may 17, 2021 with a total of 403 patients ( 209 male and 124 female; mean age of 57.6 years) who were operated with depuy synthes spine acis. The following complications were reported as follows: death: 1 case at 3 mos follow up; 2 cases at 12 mos follow up; 5 cases at 24 mos follow up; 8 cases at 5 years follow up. Complications before discharge, reported by the surgeon. Surgical complications: neurological (n=4); implant failure (n=5); dura lesion (n=1); infection (n=1); vascular (n=5); other (n=3). General complications: cardiovascular (n=1); pulmonary (n=3); liver (n=2); urinary (n=4); cerebral (n=1); other (n=9). Patient reported complications up to 1 year: dizziness (n=2); fatigue (n=1); genitourinary (n=1); internal medicine (n=4); motor (n=27); pain (n=43); psychological (n=2); sensory (n=71); stiffness (n=1); speech (n=2); swallowing difficulty (n=23); wound healing (n=3). Complications follow up (physician reported at any follow-up up to one year post-op): neurological (n=10); nonunion (n=5); implant failure/malposition (n=7); infection (n=1); recurrence (n=1); vascular (n=2); adjacent segment (n=5); fx vertebral structures (n=4); other (n=22). This report involves one unknown - cage/spacers: acis. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: health effect - impact code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) from an in-house spine outcomes database, where date is collected within the framework of the international spine tango registry, coupled with hospital records on implant usage, between (B)(6) 2014 and (B)(6) 2021 with a total of 403 patients (209 male and 124 female; mean age of 57.6 years) who were operated with depuy synthes spine acis (phase 1). The following complications were reported as follows: death 1 case at 3 mos follow up. 2 cases at 12 mos follow up. 5 cases at 24 mos follow up. 8 cases at 5 years follow up. Complications before discharge (reported by the surgeon). Surgical complications: neurological (n=4). Implant failure (n=5). Dura lesion (n=1). Infection (n=1). Vascular (n=5). Other (n=3). General complications: cardiovascular (n=1). Pulmonary (n=3). Liver (n=2). Urinary (n=4). Cerebral (n=1). Other (n=9). Patient reported complications up to 1 year: dizziness (n=2). Fatigue (n=1). Genitourinary (n=1). Internal medicine (n=4). Motor (n=27). Pain (n=43). Psychological (n=2). Sensory (n=71). Stiffness (n=1). Speech (n=2). Swallowing difficulty (n=23). Wound healing (n=3). Complications follow up (physician reported at any follow-up up to one year post-op) neurological (n=10). Nonunion (n=5). Implant failure/malposition (n=7). Infection (n=1). Recurrence (n=1). Vascular (n=2). Adjacent segment (n=5). Fx vertebral structures (n=4). Other (n=22). Among the initial cohort, 100 patients were identified within the timeframe 2014 to 2018 with relevant imaging (phase 2). Supplemental fixation were used in 97 patients: skyline plate (n=80), zevo plate (competitor; n=17), mountaineer rod (n=1), and mountaineer inner set screw (n=1), in which (n=96) had anterior fixation only and (n=2) had additional posterior fixation; (n=1) missing information. The following were reported based on radiologic assessment as follows: (n=7) subsidence. (N=2) screw breakage. (N=3) screw loosening. (N=3) pseudarthrosis. (N=5) revision. This report is for an unknown synthes spine acis.